Event description:
It was reported that the customer's husband was using the continuous glucose monitoring. The customer's blood glucose was 83 mg/dl. The customer stated that the glucose meter notified that his blood glucose level was 50 mg/dl. The customer was inquiring as to why his blood glucose readings were not matching each other. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.